Manufacturer narrative:
The risk assessment was updated since this event no longer meets the criteria for a vigilance reporting, as the initial reporter confirmed this event only occurred once, and the event was properly reported under medwatch #(B)(4)..

Event description:
As reported, during use with this pressure monitoring set with vamp jr in neonates, the results provided by the blood gas samples were intermittently identified as diluted/inaccurate, despite having followed the IFU. No further information is available. There was no allegation of patient injury. The device was not available for evaluation. Together with one event reported by customer (medwatch ref. (B)(4)) other past events without further information were communicated (medwatch ref. (B)(4)).

Manufacturer narrative:
The pressure monitoring set was not received at our product evaluation laboratory since it was discarded. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.